Event description:
It was reported that a homechoice device experienced an unspecified failure. The patient was not connected at the time of the event. This occurred during peritoneal dialysis therapy in an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported problem was identified during the event history log review (as a reload the set 202). The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was faulty o-rings and faulty c5 valve. The o-rings and c5 valve were replaced to resolve the reported problem. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.